Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer (fse) arrived, and no failures were displayed on the screen. A packaged calcium pill was found jammed in the front of the drawer. The fse accessed the drawer in the hardware testing application, all pockets were ejected, and a few other pill packets were removed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that was unable to open. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.